Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. H6-component code- suggested code: mechanical femur (g04). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these items and the reported part and lot combinations. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision due to pain and instability - no operative records provided :: it was not reported as loose it was reported as unstable. There wasn¿t loosening in the joint itself. It was unstable due to laxity. Radiographs: images were assessed, not sent for further review as the images are undated and could not be correlated with event. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products: 00588004012, 12mm ht size d articular surface w/ hinge post ext, lot #: 65722638.

Event description:
It was reported a patient who had multiple previous knee surgeries was revised eight months after the most previous revision for pain, instability and joint laxity. All components exchanged. No operative records provided.